Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator card driver was evaluated and replaced. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unstable due to the inability to see the live image. No patient death or serious injury was reported related to this event.